Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the reported instruments that had the arcing issue using a new bipolar cable and no arcing occurred. The fse examined the blue bipolar energy cable that the customer used that caused arcing and saw some worn-out cable interface connection. The robotics coordinator had reported in initial call that two instruments had arcing issues while using the same bipolar cable. After replacing the instrument for a third time, the site replaced the bipolar energy cable and no issue was seen. The replacing of the blue bipolar energy cable confirms the fse findings. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) bipolar energy cable. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image provided appears to show connector p1 of a bipolar energy cautery cable, the end which plugs into the generator. The data circuit exhibits discoloration.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, two maryland bipolar forceps instruments sparked in the patient. Prior to calling, the user had replaced both instruments and energy cables and proceeded with the case with backup instruments with no issues. The technical support engineer (tse) recommended to RMA the instruments and accessories in reference. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was arcing between the jaws of the two reported maryland bipolar forceps instruments. There was no harm to the patient. After the procedure, the instruments were inspected and found to have a blackened portion below the jaws. The two maryland bipolar forceps instruments and the suspected defective bipolar energy cable were confirmed to be available for return, but had not yet been returned. The customer was able to confirm the device information for one of the maryland bipolar forceps instruments (471172-19/k12250213-0033), the procedure name (liver resection), and the surgeon.